Event description:
The manufacture representative reported that the implanter dislikes the new tunneling procedure, although there was no adverse event or injury of the patient. The new tunneling procedure has several disadvantages compared with the previous technique (lead model 3889): since the second step of the tunneling procedure has to be done with the wide dilator tip, there is significantly more trauma than previously. And there is more bleeding, although no further actions had to be taken. Also, when using the boot capsule (carrier tip) for retracting the extension cable 3560022 into the pocket, there is more trauma than previously. The implanter is concerned that more trauma and bleeding may translate into significantly more hematoma and finally higher infection rates. Even if this is not case, the implanter would like to offer a solution to the patient, which is as least invasive as possible. And that was the previous technique with the legacy lead model (3889). In thin patients the greater trauma is of considerable concern. Secondly the connection between surescan lead and extension cable has now to be secured and sutured in order to avoid migration of the connection. That was not the case with the previous technique (lead model 3889). In total the implanter does not see any relevant time-savings with the new tunneling procedure.

Manufacturer narrative:
Medical products: product ID 978b128, serial/lot# (B)(4), implanted: (B)(6) 2022, product type lead. Product ID 3560022, serial/lot# (B)(4), product type extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4); product ID: 3560022, serial/lot #: (B)(4), ubd: 03-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.